Event description:
The customer reported that the device failed to power up. There was no reported patient involvement.

Manufacturer narrative:
(B)(4): the customer isolated the issue to a defective battery. The customer replaced the battery to resolve the issue and the device was placed back into use.